Event description:
A report was received that the patient was experiencing discomfort at the pocket site and was unable to charge the ipg. The patient underwent a pocket revision wherein the ipg was relocated. The patient was doing well post-operatively.